Event description:
It was reported that electrogram (egm) review showed left ventricular (lv) lead loss of capture (loc). This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).